Manufacturer narrative:
(B)(4). Evaluation summary: one sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection identified frayed eva material, which resulted in a leak. The reported condition does not appear to have been caused by the manufacturing process; therefore, the root cause remains unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The report states that the leak was near the top, left seam. The leak was discovered after the compounding process, but prior to patient infusion. No adverse events or patient involvement were reported. No additional information is available.